Event description:
An eye care professional reported that a patient experienced an ulcer and fungal infection associated with wear of focus dailies contact lenses. Request has been made for additional information, however no further information is known at the time of this report.